Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the shim had broken during the trialing process. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
No device was returned for examination; the event cannot be confirmed. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. However, it is known this product/lot code was manufactured prior to design modification. The root cause is attributed to design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.